Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable.

Event description:
"Patient needed a minimum of 3 pieces to cover aneurysm. The first and second pieces navigated the tortuosity perfectly, however the third piece could not. The partially deployed stent graft could not be deployed as it would have covered celiac and or sma. The surgeon was able to resheath the inner sheath into the outer sheath. The device was removed and a shorter piece was successfully deployed. The doctor called it a tremendous end result."